Manufacturer narrative:
This report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number are unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary according to the information provided, it was reported that by sales rep via complaint submission tool that pre-operatively to an unknown procedure, while using an expressew iii autocapture flexible suture passer, the needle was stuck in the expressew handpiece. The complaint device was received and inspected. Visual observations revealed that a part of the broken needle is jammed inside the shaft of the device. Hence this complaint can be confirmed. It seems like when the needle jammed inside the device, it was pulled out from the distal end of the device which broke the needle. This operation is beyond the design intent of this device. No manufacturing record evolution could be performed as lot number is unknown. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by affiliate in (B)(6) that during an unknown procedure on (B)(6) 2020, it was observed that an unknown implant device was stuck inside expressew iii ac+ gun device. During in-house engineering evaluation, it was determined that the a part of the broken needle was jammed inside the shaft of the device. There was no delay nor adverse patient consequences reported. No additional information was provided.